Event description:
It was originally reported that she was rear-ended and now there is bruising by her implanted device as the seat belt was over that area. Subsequently, the pt reported that she met with her physician and the company rep. She had her device replaced. It was reported that she was "still recovering" but had no shocking or nausea and was getting better every day.

Manufacturer narrative:
(B) (4).